Event description:
Reportedly, staff attempted to deliver device defibrillator energy to the pt using standard paddles through a quik-combo pacing/defibrillation adapter. After several attempts at initiating defibrillation a second device was requested. Simultaneous to arrival of the second defibrillator a decision was made to stop resuscitative efforts and the pt was pronounced dead. The facility stated that pt outcome was not attributed to the reported event.